Manufacturer narrative:
As of today, this device has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this pt was undergoing a bi-ventricular upgrade procedure along with a right ventricular (rv) defibrillation lead revision due to evidence of a lead fracture with noise and acute rise in the rv pacing thresholds. It was reported that at the end of the procedure, after a new cardiac resychronization therapy defibrillator (crt-d) system was placed, the pt went into spontaneous ventricular tachycardia (vt) and resuscitation was attempted for approximately 40 minutes without success. The pt had expired.